Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a mentor smooth round moderate profile 350cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure through a physical examination. Discomfort was also indicated. As a result, the device was replaced with an unspecified mentor gel breast implant on (B)(6) 2018.

Manufacturer narrative:
On 7/25/2018, mentor added the following as per clinician's review: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) was reviewed on 6/21/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).